Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to loose drive support disk. Insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that he has been experiencing high blood glucose. Customer stated that his blood glucose value at night was around 560 mg/dl; customer tried to take a bolus and it got higher and had to treat with manual insulin injection. Customer also changed the infusion set and blood glucose value was still high the next day. Customer stated that the drive support cap on the insulin pump is sticking out. Customer's insulin pump fell twice at soccer because the belt clip is broken. Blood glucose value was 508 mg/dl. Nothing further reported.